Event description:
The customer alleged the 840 ventilator failed to cycle while in use on a pt. The unit alarmed appropriately and there was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse did verify an error code in the device's memory that could substantiate the customer's report. No parts related to the alleged event were replaced.